Manufacturer narrative:
The primary complaint was confirmed. The console failed functional testing. Further evaluation found that the root cause of the issue was due to a defective cooling engine. Review of the event log also found multiple errors related to the complaint. The thermogard xp ivtm console is a reusable device and was manufactured in 2010. Therefore, a defective cooling engine is characteristic of normal wear and tear for the life of the device. To resolve the issue, the cooling engine was replaced. Additionally, to ensure that the console is functional without issue and is current, the damage parts observed during evaluation of the device were replaced and the console's display head software was updated. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4). The console passed all final testing criteria.

Manufacturer narrative:
The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During patient use, it was reported that the thermogard xp ivtm console (s/n: (B)(4)) displayed a tcmid: 02 (ce danfoss error) message, stopped, and emitted an alarm. According to the reporter, prior to the issue the console had been running for approximately 60-90 minutes. A secondary unspecified unit was used to continue and complete the patient's temperature management therapy. There was no patient consequence reported.